Event description:
Caller reported updating time and personal profile settings, which resulted in a blood glucose level of 45 mg/dl. Customer consumed carbohydrates to address the low blood glucose. Cts assisted in updating the insulin duration setting and advised the caller to consult with a healthcare provider when changing settings, which the caller understood and acknowledged.